Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the warehouse at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the left head brake caster was worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left head brake caster to resolve the issue. Based on this information, no further action is required.